Event description:
It was reported that an unknown patient underwent an underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. Foreign material was found at the tip of the catheter. It was reported that during the surgery, after withdrawal of the catheter from the patient, foreign material was found at the tip of the catheter. Photos were received by bwi. A second catheter was used to complete the operation. There was no adverse event reported on patient. No patient consequences were reported. The electrode was not dented, squashed or lifted. The catheter was used in the patient. There was no difficulty in removing the catheter. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed electrode #02 was out of its place and separated by an external particle found stuck underneath. Which was analyzed with infrared to identify its chemical composition. Infrared results revealed that the foreign material shows polyethylene-like vibrations; however, the presence of other peaks can indicate that the material is, more precisely, a derivate of polyethylene polymer. The source of origin remains unknown. A manufacturing record evaluation was performed for finished device number 30735122m, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jul-2022, the bwi product analysis lab analyzed photos received of the complaint device. Device investigation details: according to pictures provided by customer, foreign material was observed under tip's electrode. A manufacturing record evaluation was performed for finished device number 30735122m, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)